Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the unit will not shut down, alarm lights are functional however there was no audio alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the manifold hoses were leaking and the sieve beds were saturated causing the 3/4/5 lights to illuminate, which confirmed the original complaint issue. Additionally, the control panel had a broken switch/button, which likely caused the reported problem of the audible alarm not functioning and the unit not shutting down.

Event description:
Provider states the unit will not shut down, alarm lights are functional however there was no audio alarm.